Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self-test alarm. The customer's blood glucose was 176 mg/dl at the time of incident. The customer was advised to program a normal bolus into the air. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed rf pic failed during the self-test due to faulty electrical component on the radio frequency board. After replacing the component and the insulin pump was monitored for four hours and passed self-test. No more rf pic failed alarm during self-test noted. The insulin pump passed most of the functional testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner and cracked battery tube threads.